Manufacturer narrative:
Based on the information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 4 months post implant of kugel patch, patient was diagnosed with infection, fistula, hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, hernia recurrence and adhesions as a possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the kugel patch (device #1). An additional supplemental emdr was submitted to represent the mesh - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (on b)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent repair with the implant of kugel patch (device #1). (Note: no op notes were provided for this procedure) . On (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #2). Per operative notes, ¿palpable through the anterior abdominal wall is a kugel patch (device #1) which was previously placed a two months before for an incision just above the umbilicus. The hernia sac was opened and removed. Then a composix kugel mesh (device #2) which was extend down to below the superior margin of the previous kugel patch (device #1) and to the apex of the incision and into the preperitoneal space using sutures.¿ on (B)(6) 2017 - patient was diagnosed with hernia recurrence, enterocutaneous fistula and infected mesh thereby underwent laparoscopic repair with removal of composix kugel mesh (device #2) and kugel patch (device #1). Per operative notes, ¿there were two pieces of mesh that was overlying (device#1 and device#2) with a pocket of purulence in the middle. There was a possible enterocutaneous fistula. The mesh (device #1 and device #2) was then circumferentially excised from the intraperitoneal position. There were adhesions to the mesh which was taken down. Then, a synthetic mesh was placed in an intraperitoneal fashion using sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel removal, fistulae, infection and emotional injuries.